Event description:
The initial reporter stated that the lights on the pump keypad were not functioning. When the pump was returned to mmdg, the auxiliary alarm did not alarm as expected. It failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The alarm failure was discovered at moog. Complaint- (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmdg for investigation, it was found that the bt2 battery had failed which caused the auxiliary alarm to fail. The pump was serviced to correct this issue.